Event description:
The product is the baxa micro macro compounder and interfacing tpn pc+ formulary software. The user changed the tpn pc+ software units of measure from units per liter to units per ml for a one time tpn bag. The person then forgot to return the software the standard units. A subsequent tpn bag was made the next day with too much heparin and was administered to a baby. No one noticed the error until after the IV solution administration was begun. Medical intervention was in the form of a transfusion of whole blood. The customer reported that the pt was not harmed.